Event description:
The customer observed a falsely positive alinity I total hcg result on one female patient. Due to that result echography was performed which was negative. A new sample was collected which was negative. The original sample was repeated which was also negative. The following data was provided: initial result from on(B)(6) 2023 b)(6) = 218.79 iu/l new sample drawn on (B)(6) 2023 (B)(6) = <2.3 iu/l repeat of initial sample (B)(6) , on (B)(6) 2023 = <2.3 iu/l no further impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = (B)(6) and (B)(6).

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket trending review for the list number did not identify any related trends. A review of the device history records was completed and did not identify any non-conformances or deviations associated with the reagent lot 55509ud00 and the complaint issue. The overall performance of alinity I total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value of the negative population for the complaint lot number is within the established limits. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or product deficiency of the alinity I total b-hcg reagent lot 55509ud00 was identified.

Event description:
The customer observed a falsely positive alinity I total. Hcg result on one female patient. Due to that result echography was performed which was negative. A new sample was collected which was negative. The original sample was repeated which was also negative. The following data was provided: initial result from (B)(6)2023 sid (B)(6)= 218.79 iu/l new sample drawn on (B)(6)2023 sid (B)(6)= <2.3 iu/l repeat of initial sample (B)(6),(B)(6)2023 = <2.3 iu/l no further impact to patient management was reported.